Event description:
It was reported that the atrial lead exhibited noise and inappropriate mode switches. The patient is -extremely thin and the device and header wires were visible for all to see.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.